Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery pack would not register in the monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery cannot be recognized) has been confirmed. As received, the battery would not charge or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.